Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that about 4 years ago the customer was hospitalized, and had a surgery due to infection while using the sof-sensor. Nothing further was reported.